Event description:
Patient's device programming history showed many more magnet activations than the patient recalls initiating. The patient's device had recorded approximately 1200 magnet activations and pt does not recall feeling any unexpected magnet mode stimulation. The patient is able to differentiate between normal mode stimulation and magnet mode stimulation. Physician plans to have patient document number of magnet activations between current office visit and next office visit and has asked patient to be aware of any equipment or other environmental factors that they may be around that could contribute to the reported anomaly. Investigation to date has been unable to determine whether the device is malfunctioning. No adverse event was reported in conjunction with the numerous magnet activation recordings.